Event description:
The customer states that one patient (with a tumor) generated a calcium assay result of 16.48 mg/dl on the architect c16000 analyzer and was reported from the lab (the calcium reagent in use is not an abbott product). The patient's physician questioned the result and the sample was retested with results of 9.95 and 9.86 mg/dl (the sample was not recentrifuged between runs). The sample was then tested on two different architect c8000 analyzers and generated results in the range of 9.7 to 10.1 mg/dl. A precision run was then performed with three different levels of controls and results were acceptable. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.

Manufacturer narrative:
(B)(4). The complaint is against the instrument that is functional at the customer site and is not available for return. A return was not necessary to evaluate the issue. Review of the returned system logs showed that the necessary files to evaluate the issue were not available for the date of the occurrence and thus did not provide any information regarding the issue. Complaint tracking and trending activity was reviewed and identified no adverse trends in association with the issue currently under evaluation. A review of the service ticket history for instrument (B)(4) for the period (B)(6) 2009 through (B)(6) 2009 did not identify any other instrument issues resulting in erratic results. The architect system operations manual ((B)(4) 2009) contains information to address the customer's issue. The investigation demonstrated that the architect c16000 system is performing within its intended use, label claims and specifications. No malfunction related to the performance of the device was identified. This is a final report.